Manufacturer narrative:
No further information is available on the repair of the bed at this time.

Event description:
The account alleged the bed exit will alarm locally but does not send a nurse call signal. No patient impact.